Event description:
(B)(4). Same case as: 2134265-2012-03969. Same patient as: 2134265-2010-05721, 2134265-2010-05722, 2134265-2011-02942. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. During the index procedure, the lesion located in the mid right coronary artery (rca) was treated with two unknown size taxus liberte stents. The lesion located in the proximal left anterior descending (lad) was treated with an unknown size taxus liberte stent. In (B)(6) 2011, the patient experienced restenosis in the mid rca and was hospitalized. The target lesion was 75% stenosed, 2.5mm in diameter and 15mm long. A percutaneous coronary intervention was performed with the placement of a non-bsc stent. Residual stenosis was 0%. No patient complications were reported and patient's status is listed as improved. The patient had anginal symptoms reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).